Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that customer's pump does not vibrate. Customer lost his serter and has inserted manually for the last few days. Customer had higher blood glucose than usual and also had a no delivery alarm. Customer's blood glucose was 220 mg/dl. Caller was not able to perform troubleshooting because her son is not with her. Customer then called to check the vibration on the pump and the pump passed the test but it did not vibrate. Customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received vibrator motor with broken wire. The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.